Event description:
It was reported by the patient's peritoneal dialysis rn that the patient expired on (B)(6) 2013 during treatment. The patient was in the hospital at the time of expiration. The patient has esrd and had open heart surgery about 2 years prior. The patient's rn stated the patient had a weak heart and was debilitated. The cause of death was cardiac arrest.

Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial reporter. This a-MDR includes all information received to date. Based on the information provided, it is unknown if the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported event. A supplemental report will be submitted upon completion of the investigation. Ref MDR # 8030665-2013-00611.